Manufacturer narrative:
The system was reviewed and it was determined that the tube collision with the patient is most likely due to a faulty key and sensor combination. Currently the computer logs are being analyzed for review for potential other root causes. It has been confirmed that the patient is doing well, with no concern of injury or harm. If additional information is received, a follow up MDR will be filed.

Event description:
The techs reported that they were doing an exam and the system tube was auto aligning and bumped the patient. It was stated to be a minor incident and the patient was not injured. The tech was able to continue operating the device after reset.